Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported that during a peripheral angiogram procedure with a micropuncture transitionless stiffened cannula access set, the wire fractured and had to be surgically removed. As a result, the patient did not receive their scheduled procedure and had to be rescheduled due to the occurrence. Additional information has been requested, including patient outcome, and has not yet been received.

Manufacturer narrative:
(B)(4). A review of the complaint history, device history record, dimensional verification, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used cope mandril wire guide from a micropuncture transitionless stiffened cannula access set was returned damaged. The coil is not attached to the core at the distal end the coil is elongated. In the device¿s returned condition, dimensional specifications do not meet requirements. Review of the device history record for this lot shows one nonconforming event that would contribute to this failure mode, for which the finished product was scrapped. There were no other reported complaints for this lot number. A label is attached to the wire guide holder for the cope mandril wire guide which illustrates, "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage and/or damage.¿ based on the information provided and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during a peripheral angiogram procedure with a micropuncture transitionless stiffened cannula access set, the wire fractured and had to be surgically removed. As a result, the patient did not receive their scheduled procedure and had to be rescheduled due to the occurrence. No section of the device remained inside the patient's body.